Manufacturer narrative:
The device was not returned for analysis. A review of the corrective and preventive actions (CAPA) was not performed because a specific failure mode for this complaint was not provided. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and lot number were not reported, and the packaging was not returned. Reportedly, the proglide device was used in access sites outside the femoral artery. It should be noted the electronic proglide instructions for use (eifu), states: ¿for access sites in the common femoral artery using 5f to 21f sheaths. It is unknown if the reported violation of the IFU caused the reported difficulties. Based on the information provided, a definitive cause for the reported unspecified device issue could not be determined. The treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. B3: date of event estimated as 4/1/2020. D4: the UDI number is not known as the part and lot number were not provided. H6: medical device problem code1494 - incorrect anatomy. Literature attachment: article titled: ¿use of a steerable sheath for completely femoral access in branched endovascular aortic repair compared to upper extremity access."

Event description:
This was reported through an article. The purpose of the article was to compare bridging stent graft (bsg) implantation in downward oriented branches in branched endovascular aortic repair (bevar), using a commercially available steerable sheath from an exclusively femoral access (tfa) with traditional upper extremity access (uea). The proglide was used for closure for both tfa and uea access groups. Unspecified access site complications were mentioned; however, the treatment/interventions and device issues that may have caused or contributed to the complications were not indicated. The study demonstrated the feasibility of transfemoral bevar using a commercially available steerable sheath, and its efficacy in significantly decreasing branch cannulation time with good technical success rates. Additional information can be found in the article titled, "use of a steerable sheath for completely femoral access in branched endovascular aortic repair compared to upper extremity access".